Manufacturer narrative:
This report was submitted to correct the supplemental aware date from 4/27/2020 to 3/6/2020. Please see the updates in sections: g4, g7, h2 and h10.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for enterococcus faecalis, enterobacter aerogenes and klebsiella pneumonia after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the oer-pro inspection and environmental investigation. Based on the investigations (microbiological analysis, reprocessing procedure review, destructive sampling), the glue condition due to insufficient reprocessing due to glue condition and/or insufficient reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
As part of the post market study, the scope was sent for further investigation by an external expert. The summary of the report is the following: the destructive sampling identified the following organisms that are categorized high concern organisms. - sphingomonas pauchimobilis or sphingomonas spp. And burkholderia cepacia. The reported organisms (enterococcus faecalis, enterobacter aerogenes and klebsiella pneumoniae ) were not identified in the sampling. Also the external expert found the following during destructive sampling: - bleaching of the glue of the bending section and the distal end. - porous glue of around the light guide lens and the nozzle. - presence of oxidation under the glue of the light guide lens and the distal end body near the forceps screw. - damage of the glue around the nozzle. The scope was sterilized and returned to the service center for repair. The cause of the reported event cannot be determined at this time as the investigation is still ongoing.